Event description:
It was reported that the patient is deceased. A dual chamber implantable pulse generator (ipg) system was implanted two days before the patient's death. The right atrial pacing lead is a competitive product. On post operative day one the patient experienced a sudden cardiopulmonary arrest and circulation was assisted by a "percutaneous cardiopulmonary support device." The patient was taken to the operating room for "open-heart surgery," and a perforation was found near the helix of the right ventricular (rv) lead in the rv apex. The perforation was repaired. The patient died one day later. "There was no [ ] allegation from [a] healthcare professional."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and not received. Additional information indicates the cause of the perforation was a "puncture" related to the rv lead.